Event description:
The hill-rom technician reported the weight measurement on the scale was not accurate. He found that the rechargeable battery, that retains the scale memory was defective. He replaced the battery, and recalibrated the scale, and this resolved the issue. There were no reported adverse events associated with this failure.